Manufacturer narrative:
The insulin pump was received with broken battery cap and battery stuck inside battery tube. Unit had failed battery test alarm after battery change due to corroded battery tube. No blank display noted. Device had scratched lcd window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Unable to remove battery cap due to broken battery door. The blood glucose at the time of the incident was 190 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.